Event description:
It was reported in the journal of urology, volume 171, 762-764, 2/2004 that the pt had urethral obstruction after a sling procedure. The pt developed immediate postoperative urinary retention and bladder emptying problems that lasted up to 5 months. The pts also complained about severe urge symptoms, straining to void and feeling of incomplete bladder emptying and/or recurrent urinary tract infection. Multiple pts were referenced in the article and, the time from surgery to the diagnosis of obstruction varied from 5 to 46 months. The pt underwent corrective surgery. Transvaginal incision of the tape was performed. The pt underwent lateral partial removal of the tape with endopelvic fascia sharp and blunt perforation. After the tape was exposed it was found to have rolled over into a string like shape. After the tape was incised the pt could void normally.